Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because, it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A nurse reported to baxter (B)(4) that a home patient (hp) reported receiving system error 2240 (air in line) alarm several times. The patient was obliged to interrupt the therapy without loading the icodextrin in the abdomen (the solution that remain in the abdomen during the day). No patient injury or medical intervention was reported other than the therapy interruption. No further information is available.